Manufacturer narrative:
Trackwise -(B)(4). The lot # 3000440283 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported during procedure, that the vasoview hemopro 2 had problem with insufflation and then the h2 kept cutting out. Worked with cord and box. Case was completed when cord and h2 were changed out. Patient was in the or but no patient harm reported. A replacement vh-4000 was opened to completed the procedure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.